Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue and difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery. The 5.0x8 mm nc trek balloon dilatation catheter (bdc) was inflated once but would not deflate after inflation. This prevented the balloon from being easily retrieved through the catheter due the profile of the balloon not fully deflating. The balloon was deflated approximately 80%. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.